Event description:
It was reported that customer have reported three separate cases in which the foley balloon did not retain the instilled water and was leaking. In each instance, staff appropriately attempted troubleshooting and found minimal to no fluid remaining in the balloon, along with urine noted on the bed. Urine was leaking on to floor/patient. Balloon potentially leaking inside patient anatomy.

Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have reported three separate cases, in which the foley balloon did not retain the instilled water and was leaking. In each instance, staff appropriately attempted troubleshooting and found minimal to no fluid remaining in the balloon, along with urine noted on the bed. Urine was leaking on to floor/patient. Balloon potentially leaking inside patient anatomy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.